Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bd received 1 representative sample from the customer facility for investigation in support of this complaint. The samples was evaluated by sleeve function testing and the customers' indicated failure mode for hub leakage with the incident lot was not observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because the defect was not evident in the testing of the returned sample or DHR review. Root cause could not be established.

Event description:
It was reported that there was leakage during a blood draw, from the hub of a bd vacutainer® flashback blood collection needle, 21gx1", with a green shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.